Manufacturer narrative:
Concomitant medical product: 4076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had polarity switch due to low impedance. The atrial lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.